Event description:
Liquid spill, noticed by staff, to be in generator shield. Staff mopped up spill and scanned for radiation. Radiation not detected. Mopped-up material scanned at a later time and determined to be radioactive. MFR of generator was contacted and was aware of previous leakage issues with this generator. There was concern about the connectors on the generator being cause of leakage.